Manufacturer narrative:
Unit passed all functional tests including displacement, sleep current measurement, active current measurement, and self tests. Pump trace download analysis confirmed the unit alarmed power error detected. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed error detected due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the unit was monitored and functioned properly. No hardware low level failures alarm was noted during testing; however, hardware low level failures alarm is confirmed in the formatted history file due to a loose connection or a cold solder joint at u1 keypad assembly. No other unexpected audio/vibrate anomaly/absence of alarms were noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a multiple power error. Customer blood glucose value was unknown. The customer stated that they were able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Troubleshooting was assisted. The insulin pump will be returned for analysis.